Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas module was replaced but not returned for investigation. The evaluation of the received device logs confirms the reported failed internal leakage test during pre-use check. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Since the replaced part was not returned, no investigation has been possible. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).